Event description:
Procedure type: thoracotomy. According to the reporter: patient developed air leak post op and was hospitalized for minimum of 8 days and sent home with heimlich drain. No reinforcement material used.

Manufacturer narrative:
(B)(4)